Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) complained of increased battery drain and increased anxiety for about 2 months or so. Manufacturer representative (rep) went to the clinic with healthcare provider (hcp) and saw the patient had a high impedance >5000 ohms after both an automatic increase impedance check and a 1ma check. It is on contact 9b which is being used by the patient which may be contributing to the increased battery drain. No troubleshooting was taken but the hcp plans to see the pt again to reprogram their settings. The issue has not been resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from manufacturing rep indicates cause remains unknown. Hcp saw him the next day and turned off stimulation on contact 9b. Patient reported immediately feeling "calmer" and lower anxiety. Impedances have not been resolved but they are no longer affecting the patient's therapy. The battery drain has been reduced as well.